Event description:
It was reported that patient¿s battery was not charging, and they had been in a lot of pain. It was reported that the patient had seen the charger and recharger warning screen. Patient indicated that recharger (insr) had been plugged in and the green light was lit on the desktop charger. Insr icon and plug icon had not been appearing on screen.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information reported that the ins was removed and replaced because it was not taking charge. The indication for use for the implanted device was noted as no-malignant pain. If additional information is received, a follow-up report will be sent.